Event description:
During the permanent implant procedure of the evoke spinal cord stimulation (scs) system, difficulty was noted when placing the lead. The patient was admitted to the hospital for evaluation of a dural puncture. A blood patch was administered. The patient was discharged and reported to be recovering.